Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box showed evidence of loss of prime due low non-zero force on (B)(6) 2014. The returned battery cap and a test cartridge cap were used to complete the investigation. The pump "ez-prime¿ steps were completed correctly; no loss of prime or any other alarms occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. The pump cover was removed for further investigation and no intermittent condition was found to the force sensor circuit or to the power printed circuit board.